Event description:
Healthcare professional reported for right side ¿serous fluid accumulated and te breakage suspected¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: five striated edge openings on anterior side assessed as surgical damage.

Manufacturer narrative:
Initial reporter zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "serous fluid accumulated and te breakage suspected¿.

Event description:
Healthcare professional reported for right side ¿serous fluid accumulated and te breakage suspected¿. The device has been explanted.